Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, it was reported that the wake button was delayed in responding to touch. Reportedly, the customer reloaded the same cartridge and continued insulin therapy. Customer¿s blood glucose level was 150 mg/dl.